Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retain testing to confirm the reactivity of the e and fya antigens. Results were satisfactory. The pt sample was returned for testing. Although vra116 was expired, the returned pt sample was tested with various in-date e+ fya- reagent red cells. Weak reactivity (0.5+) was observed with 1/3 cells after a 4-minute incubation.